Event description:
The account reported the side rail center arm assembly is broken off. No pt injury reported.

Manufacturer narrative:
The technician found the side rail will not latch. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.